Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation for atrial fibrillation (af)/atrial flutter the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: ddbb1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation for atrial fibrillation (af)/atrial flutter the right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.